Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed successfully on the (B)(6) 2016 and performed to specification, up to the (B)(6) 2012. An increase in voltage suggests a further pad-pak was installed. Temperatures are recorded which are below the recommended minimum temperature for this device. An in range patient impedance was measured during this time, fifteen shocks were delivered and on 12 occasions no shock was advised. The device failed multiple self-tests due to a low battery between the (B)(6) 2012 and the (B)(6) 2013. The device remained in fault mode until the (B)(6) 2016 when an increase in voltage suggests a further pad-pak was installed and the device passed a self-test. Investigation found the reported fault can be attributed to pogo-pin failure. Voltage fluctuation across the pogo pins was reduced enough to potentially cause the low battery fails recorded. There were no ten minute manual power ups recorded in the history log, it is therefore assumed the customer returned the device in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.